Event description:
It was reported that the impactor broke during surgery, there was no patient injury.

Manufacturer narrative:
The affected journey ii bcs locking femoral implant impactor was returned and evaluated. Visual inspection of the product revealed that both pegs of the bumper were stuck in the impactor holes, rendering the instrument to be unserviceable. The impactor was manufactured in 2015 and showed signs of significant wear/usage. A review of complaint history on the list part revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.